Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath d/l catheter with a loaded catheter stylet, one j-tip guidewire loaded to an introducer needle in a guidewire hoop along with other components were returned for evaluation. Also three electronic photos were provided for review. The first and second photo shows the clinician holding the guidewire loaded into the introducer needle along with the hoop and a kink was noted on the center portion of the loaded guidewire. The third photo shows the product label. Visual, microscopic, dimensional and functional evaluations were performed on the returned device. The guidewire was noted to be stuck within the introducer needle received. An attempt to advance the j-tip guidewire into the introducer needle was performed and was successful. Resistance was felt during performance. The j-tip guidewire was observed to have residue as it was exposed at the introducer needle bevel. The distal portion of the guidewire was noted to be slightly uncoiled. Therefore the investigation is confirmed for the reported physical resistance and identified deformation and stretched issues. However the investigation is inconclusive for the reported guidewire advancement issue and difficulty in removal issues as the exact circumstance at the time of the event reported was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided dialysis catheter placement procedure in the right internal jugular vein, when the tip of the guidewire passed through the puncture needle, it allegedly could not be fed further. It was further reported that the guidewire allegedly could not be withdrawn and found that the "j" end of the guidewire was allegedly jammed at the tip of the puncture needle after pulling it out. The procedure was completed using another device. There was no reported patient injury.